Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission. Upon interrogation, the right atrial lead exhibited chronic noise. Noise was reproducible with pocket manipulation. The patient complaints of light headedness when standing up from seated position. There were no other electrical anomalies. No intervention was performed. The patient would continue to be followed.